Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that an echelon10 catheter separated. Doctor was about to push the 4th onyx 34 to the echelon and it suddenly broke proximally. No problems were encountered with the 1st to 3rd onyx but on the 4th one, the microcatheter broke proximally. It separated during use. There was no friction or difficulty during delivery. The catheter tip was not entrapped or stuck. The caheter was not stuck in the guidecatheter. No surgical or medical intervention was required. It broke in the proximal section. The broken half of the catheter remains in the femoral artery of the patient. The patient is stable with no complications.  The patient was undergoing liquid embolization. Vessel tortuosity was moderate. The access vessel was the internal carotid artery (ica).

Event description:
Additional information was received that upon injection of the liquid embolic agent into the echelon, there was no resistance. The physician paused during injection. The infection rate was followed as indicated in the IFU. The liquid embolic agent did not get embedded in an unintended location. The event did not require medical intervention.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.